Event description:
It was reported that the syringe alarmed empty at 0200 in the morning and after changing the cartridge, it was noted that the syringe had about 0.6 ml treprostinil left in it. No lot number available and cartridge was removed from the pump. Unable to send back a pump with the syringe still in place. Replacement pump to be sent. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No lot number was provided; therefore a device history review (DHR) could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.